Event description:
Procedure: anterior resection. According to the rptr: when the surgeon articulated the shears, it broke out of the shaft. No pt injury and no pieces of plastic fell off that the surgeon had noticed either in or out of the pt.